Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. The customer's blood glucose level was 210 mg/dl. Reportedly, the customer was able to access the pump features by connecting the pump to a power source. Reportedly, the customer continued to use the pump for insulin therapy.